Manufacturer narrative:
A complete analysis and testing of 5 opened and used reservoirs showed that they are functioning properly and passed all functional testing. After testing it was concluded that the devices operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the tubing had air bubbles. The customer's blood glucose was 217 mg/dl at the time of incident. The customer was advised to change the infusion set. The customer stated that the air bubbles persisted after set change. The customer stated that her blood glucose elevated. The reservoir will be returned for analysis.